Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery (sfa). A 6.0 x 40/135 sterling mr balloon catheter was advanced to post dilate a wallstent rp stent. The balloon was inflated on the first inflation to 6atms, 2nd to 10 atms, 3rd and 4th to 12atms. During the 5th inflation at 12atms a balloon rupture occurred. No further actions were taken as the procedure was completed with this device. No patient complications were reported and the patient's status is good.